Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred before the alarm. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer could continue using the pump with instructions to call back if any malfunction recurred.